Event description:
On (B)(6) 2010 the pt reported that while changing the insulin cartridge of his infusion device, the piston rod did not move forward and he did not see insulin coming out of the infusion set tubing. The pt was instructed to begin the 'change cartridge' procedure. The piston rod properly moved forward. He then adjusted the piston rod and confirmed the tubing and adapter were properly tightened. He then began to prime and about 10-15 units of insulin spilled into his device chamber. He stated he thinks the cartridge might be "bad." He said no insulin came out of the tubing, but is pooling at the top of the adapter. The pt stated he needed to end the call. On follow up with the pt on 04/16/2010, he stated his device is properly functioning and he has had no further issues. He said he discarded the cartridge and adapter. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.